Event description:
Reporter alleged blood glucose measured 285 mg/dl at 11 am so customer stated taking an extra oral diabetes medication. It was stated at 1:30 pm, customer's glucose measured 228 mg/dl so customer went to the emergency room (ER) because he did not think it should be so high. Customer stated going to the ER at 2 pm and his meter read 245 mg/dl compared to the ER measurement of 90 & 91 mg/dl when testing was performed within 10 mins of each other. It was stated no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.